Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, that the receiver would not stop vibrating. No additional event or patient information is available. The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. The problem was confirmed, moisture damage. The receiver log was reviewed and a screen error alert was present within the date range of the reported allegation. The root cause could not be determined post-investigation. Based on the investigation results this issue has been upgraded from non-reportable to reportable.